Event description:
Dr. (B)(6) discovered a burned area from vaser to skin next to right areola upon completion of procedure. Site debrided - bacitracin ointment applied. Dime-sized area.

Manufacturer narrative:
As stated by dr. (B)(6), the injury sustained by the pt was a small, external thermal injury to an area approx one inch from the incision site. The physician indicated the injury was discovered beneath the towels that were positioned to protect the exposed skin from inadvertent contact with the active ultrasonic probe. The physician indicated he felt the injury was caused by excessively heated aspirate that had flowed from the incision site. This event is indicative of the physician causing frictional heat by torquing the ultrasonic probe against the skin port. The skin port was designed to protect the incision from frictional heat generated by the ultrasonic probe. If the physician uses the skin port as a fulcrum to move the ultrasonic probe laterally in the tissue being treated, the ultrasonic probe will generate enough friction to heat the aspirate to a temperature sufficient to cause this type of minor injury. The physician indicated he used the system later the same day without incident. From the evidence presented in our analysis of the returned system, the incident appears to be the result of user error, wherein the user torqued the ultrasonic probe against the skin port during the course of the procedure, resulting in excessive frictional heat developed in the probe and transferred to the tissue being treated. Sound surgical provides labeling cautioning against this technique.